Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. On an unreported date, during the month that this report was received, the patient was taken to the hospital and was confirmed to be dead. The cause of death was reported as a myocardial infarction. Pd therapy was reported as ongoing until the time of death. Autopsy results were not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The death occurred on an unspecified date in (B)(6) 2014. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.